Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a blood and 5-fu chemotherapy had been leaking from the patient¿s continuous IV pump. The leak had been stated to originate from the connection. The patient had been advised to return the pump to the infusion site upon discharge. The tubing had likely been disposed of. The continuous infusion had been initiated on (B)(6) 2025 with a total reservoir volume of 138 ml, administered at a rate of 3 ml/hr over a 46-hour period; the pump had not been used to prime the extension tubing, as the line had been manually primed using a syringe, and the patient had subsequently been advised to visit the emergency room and was admitted for monitoring due to skin irritation. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.